Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 and the system was successfully activated on (B)(6) 2024. Patient reported no issues with the implanted device. On (B)(6) 2024 a surgical revision was performed to remove the existing nalu system due to physician report of an implanted lead eroding through the skin. Physician chose to completely remove the existing system and place a new one.

Manufacturer narrative:
There are no reports of any system or component failure or malfunction. No reports of any signs of infection. The medical facility obtained swabs for lab cultures, however the results have not been made available to nalu for evaluation. Cause of the erosion is unknown with the information available to the firm.